Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. The patient stated on (B)(6) 2020, they developed a skin reaction with redness, itching and drainage. He went to diabetic surgery center on (B)(6) 2020 and showed them the skin reaction. He was prescribed medication but did not purchase it and does not know the name and did not specify if it was oral or topical. No additional patient or event information is available.